Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which confirmed that the hose had a cut in it. Therefore, the reported condition was confirmed. The assignable root cause was determined to be mis-handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device had "cords showing". The event occurred during an educational lab. The reporter stated that the device was not used on living humans. There was no patient involvement reported. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.